Event description:
When the nurse was attempting to place a peripheral IV in the patient, the cannula split from the needle. The nurse discarded the cannula and obtained another new cannula, which worked.when the nurse went to start an peripheral IV in another patient the cannula again split from the needle. Another IV was obtained and the line was started. The nurse saved the device.there was no harm to either patient.what was the original intended procedure?inserting a peripheral IV.device #1is this a laboratory device or laboratory test?no.device #2is this a laboratory device or laboratory test?no.